Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed on (B)(6) 2013, salpingectomy-bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: treatment was received for pain and allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury was updated t pain. New events abnormal bleeding, allergic reaction and psych injury added. Outcome of events pain, abnormal bleeding and allergic reaction was updated to recovered. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, appendix disorder, ovarian cyst, abdominal pain, back pain, abdominal pain lower, dysmenorrhea, nickel sensitivity, allergic rhinitis, depression, stress, tendonitis, migraine, insomnia, dermatitis and vomiting. Concomitant products included ibuprofen (motrin), oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and sumatriptan succinate (imitrex df). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed on (B)(6)2013, salpingectomy-bilateral/salpingectomy laparoscopic, diag laproscopy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: treatment was received for pain and allergic reaction discrepancy noted in insertion date as per mr : (B)(6)2016 right essure device with 3 intrauterine coils and left essure with 5 intrauterine coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 04-nov-2011: satisfactory position of the left microinsert and apparent occlusion of the left tube. Patency of the right tube was discussed with the patient, the patient was advised to not rely on the microinsert for contraception.; on (B)(6)2012: the right essure microinsert is located approximately 1.0 cm from the cornua, and the left essure microinsert is located approximately 1.0 cm within the left cornua. Impression: 1. Grossly normal appearing intrauterine cavity. 2. No evidence of contrast extension into the fallopian tubes as described above. The essure microinsert located as stated above.. Lot number: 50529422 manufacturing date: 2010-06 expiration date: 2013-06 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, appendix disorder, ovarian cyst, abdominal pain, back pain, abdominal pain lower, dysmenorrhea, nickel sensitivity, allergic rhinitis, depression, stress, tendonitis, migraine, insomnia, dermatitis and vomiting. Concomitant products included ibuprofen (motrin), oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed on (B)(6) 2013, salpingectomy-bilateral/salpingectomy laparoscopic, diag laproscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: treatment was received for pain and allergic reaction discrepancy noted in insertion date as per mr : (B)(6) 2016 right essure device with 3 intrauterine coils and left essure with 5 intrauterine coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory position of the left microinsert and apparent occlusion of the left tube. Patency of the right tube was discussed with the patient, the patient was advised to not rely on the microinsert for contraception.; on (B)(6) 2012: the right essure microinsert is located approximately 1.0 cm from the cornua, and the left essure microinsert is located approximately 1.0 cm within the left cornua. Impression: grossly normal appearing intrauterine cavity. No evidence of contrast extension into the fallopian tubes as described above. The essure microinsert located as stated above. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information , date of birth , lot no, expiration date, other relevant history , concomitant drug, lab data added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.